Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-730a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and signs of melting; the fiber appears blackened near the location of fracture. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the tip of the fiber broke. The tip was cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: "good"; there was not patient injury reported.

Event description:
During the benign prostatic hyperplasia (bph) procedure, it was reported that the fiber tip broke after 166,881j and 19:50 minutes of use. It was further clarified that when inserting the fiber into the scope, the cap became loose.  The fiber tip was cleaned. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: "good"; there was not patient injury reported.